Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate (B)(6). As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve, in the aortic position by transfemoral approach. During the procedure, following balloon deflation, 7 ml of fluid was left in the balloon. There was not a slow deflation and the device was not torqued at any time. The fluid caused the balloon to parachute, which led to difficulty withdrawing the balloon into the esheath and caused a dissection of the iliac artery. The sheath and delivery system were pulled out of the body as one piece. No surgical intervention was required. The patient was reviewed by vascular team and the decision was not to intervene and just observe. After discussion with implant team, it was confirmed the real cause of incident was failure to fully deflate balloon. The parachute form of the balloon was only noticed post full retrieval of sheath and delivery device.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. Imagery was provided and the following was observed: 29 ml of fluid remained in the atrion inflation device. The balloon was bunched over the nose cone and exposed through the bunched sheath liner. Procedural cine was returned and showed the delivery system not being fully deflated prior to the removal from deployed thv. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints balloon deflation difficulty and withdraw difficulty of delivery system through esheath was be confirmed by the provided procedural imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. However, review of the device history record and lot history did not provide any indication that manufacturing non- conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As there was no note of abnormalities during device preparation, it is unlikely that the reported event was an issue out of box. The complaint reports, ''during procedure, balloon deflation failed, leaving 7 ml left in the balloon. There was not an slow deflation, not device was torqued at any time, ratio of contrast to saline as per procedural training manual.'' Returned imagery confirms that the delivery system was not fully deflated prior to thv removal. Additionally, the case notes revealed, ''kinks were noticed on partial retrieval of the esheath,'' which is indicative of access vessel tortuosity. It is possible, through the process of navigating through the tortuous anatomy, excessive manipulation may have been used to traverse the vasculature and kinked the delivery system and sheath. In turn, this kink would have potentially obstructive pathway that led to reported deflation difficulty. The complaint description also states, 'the inability to deflate' caused the balloon to parachute, causing sheath to split dissecting iliac artery.'' Per training manual, delivery system must be fully deflated prior to removal. As the delivery system was unable to complete deflate, residual fluid left inside the balloon can increase the balloon profile and result in difficulties withdrawing the balloon and esheath delamination, as seen in returned imagery. While a definitive root cause is unknown, it is possible that patient (tortuosity) and procedural factors (excessive manipulation, residual fluid) contributed to the complaint event. Since no product non-conformances, labeling or IFU/training manual deficiencies were identified, no corrective and preventative actions nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-05748.